Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 809710, and the expiration date is 30-sep-2025. A field service engineer (fse) determined that the sample probe contributed to the event and replaced the complete assembly and performed adjustments. The fse performed a 21-cup precision test that passed. The customer called and stated the issue occurred again. The fse found kinked tubing, and the adjustment at the drying station was too high. The fse corrected the tubing and reviewed all of the sample mechanism adjustments. He verified all pump pressures, completed checks, air purges, and a 25-cup precision check. All were within specifications. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of 2 questionable glucose hk gen.3 results from the cobas c 503 analytical unit, 1 result is a reportable malfunction. The initial result was 38 mg/dl, and the repeat result from a c502 analyzer was 99.8 mg/dl. The repeat result was deemed to be correct. The questionable result was repeated because it was a critical result and did not match the patient's history.